Event description:
During use of the mckesson anesthesia-rx device (medication dispensing cart), an "unhandled exception error" was received by the user. When the error occurred, the software application on the anesthesia-rx device became temporarily unavailable which could result in the delay of access to medications for a pt, as reported by the user, and if recommended back-up protocols are not followed or cause an excessive delay. No pt injuries were reported as a result of this malfunction.

Manufacturer narrative:
The manufacturer investigation determined that the configuration standard default value of 100 sql connections was exceeded by the user as well as a serial threading issue associated with scanning and printing functions which resulted in the associated errors reported. The issues causing the errors were resolved by increasing the sql connections to 500 and then by installing a software update (upgrade 1.5). The versions of software determined to be potentially affected by one or both of the root causes identified are 8.0.1 and 8.0.2. Although the potential for pt harm has been identified to be remote, mckesson automation will be providing a solution for all identified potentially affected customers to prevent a recurrence.